Event description:
It was reported to philips that the system intermittently failed to emit x-rays due to a velara generator issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the cube cvfd-5 assembly, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(6)).